Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unexpected reset occurred. The customer experienced a low blood glucose (bg) level. Reportedly, the customer treated the low blood glucose level by consuming glucose tablets. The customer will continue to use the same pump.